Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected failed battery alarm anomalies noted. No unexpected battery out limited alarm anomalies noted. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the off no power alert. Customer's blood glucose level was 200-300 mg/dl. Customer states the battery was not previously used. Customer reports the insulin pump was not dropped. Customer states this was not the second occurrence of off no power without a low battery warning. Customer stated there were not unattended alarms. Customer stated insulin pump had failed battery test and battery cap contacts not missing or damaged. The insulin pump will be returned for analysis.